Event description:
During a lap. Chole. Procedure, using stryker heated insufflator, the pressure indication went up and down. Pressure rose to 22 mng when it was set at 15 mng. 2003 the hermes 40l insufflator was repaired by stryker technicians and they replaced low pressure unit and upgraded software for central g. Replaced damaged chasis and calibrated to current specs. Repaired unit received by facility 2003.